Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced during a routine device change out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found abrasion at 9.0 cm to 9.3 cm from the connector pin exposing the outer coil. The abrasion was consistent with constant friction to another implantable device.